Event description:
It was reported that during a colon procedure the surgeon did not hear the crunch. It was noted that the anvil became detached from the device. Another device was used to complete the case. There was no patient consequence.